Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced a broken sensor wire. Upon removing the sensor, she noticed that part of the sensor wire was protruding from her skin. Patient removed the wire with her finger and an alcohol wipe. Patient reported experiencing some discomfort for a few days but was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.